Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced blurry outcome. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was unexpected visual outcome. Additional information has been received and stated that there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).